Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2017-00464. The patient has two supra-orbital (off-label) leads. Since it is unknown which lead is positioned on the left side, all suspected lots are being reported. It was reported the patient felt his left supra-orbital lead had migrated. Surgical intervention was undertaken on (B)(6) 2017 during which the lead was repositioned. The issue is now resolved.